Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was set using the incorrect calcode and was producing inaccurate blood glucose readings. The complaint was classified based on customer service representative (csr) documentation and information obtained following a review of the call, conducted by medical surveillance and a senior csr. The patient advised the csr that she first noticed her meter was set to the incorrect calcode on (B)(6) 2018 and alleged that the subject meter was producing inaccurate results from this date, until (B)(6) 2018, when she called to report the alleged issue. The patient stated that she manages her diabetes with a combination of oral medications (metformin; 1000mg twice per day and glipizide; 5mg once per day), diet and exercise. She explained that she did not take any action in response to the alleged product issue and informed the csr that she experienced symptoms of ¿dizzy, shaky and felt like throwing up¿ from (B)(6) 2018 at 8.46pm until she called to report the alleged issue. The patient denied receiving any treatment in response to her symptoms above or beyond the usual routine of diabetes care and management. Upon review of the call, the patient stated that she normally tests her blood glucose four times per day and her usual results are ¿88-109 mg/dl¿. The patient explained that she associated the symptoms of feeling ¿dizzy, shaky and felt like throwing up¿ with a high blood glucose excursion. The patient also explained she had obtained alleged inaccurate high results of ¿105, 155, 287, 189, 131, 171, 240, 131, and 132 mg/dl¿ with the subject meter but did not specify when she got these results. At the time of troubleshooting, the csr noted that the patient¿s meter was set using the incorrect calcode. The csr was able to walk the patient through changing the code on the subject meter and the alleged calcode issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after the subject meter was set using the incorrect calcode.